Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon noted a "bulls eye" abrasion on the lens after insertion into the eye. The lens was removed with no pt injury and another same model was implanted.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: visual inspection of the returned product found a round circle on center of the optic. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).